Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issue was "the cable to implant". The issue was resolved but they didn't feel any different.

Event description:
It was reported that starting since maybe last wednesday or thursday when trying to charge the ins they got the green flashing light to blink about 4 or 5 blinks then it would go to yellow. Pt would move the recharger (rtm) antenna over the ins and last night they tried recharging the ins and got green then a number 55. Pt said they got it for 30 minutes then it went off, pt said the controller would blink 4 times then go off. The pt had reset the controller but did same the same thing. During call pt verified no damage to the rtm or to controller charging port. The pt reset the controller and attempted to recharge the ins, pt got poor recharge quality and no device found. Pt also got finished even though the ins was at 50%. Pt noted they had met with their rep about the issue friday but still had issues so they said to call. The issue was not resolved. An email was sent to the repair department to replace the recharger. It was later noted the replacement recharger was returned. Additional information received from a manufacturer representative (rep). Rep said patient's recharger replacement didn't resolve re charging issue. Patient also got software problem today, that it's happened a few times. Rep said the implant is flat enough, but the bottom portion of the neurostimulator angles in toward the body. Rep said he can feel the bottom portion though. Technical services(ts) had rep use the fixed asset controller. Rep said patient is getting the same recharge experience with the fixed asset controller, device fluctuating between excellent and good. Ts reviewed with rep that implant angle is likely the cause of patient's recharge experience at this point, given that a different controller and recharger replacement gave the same recharge experience.

Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial# (B)(6); product type: recharger; product ID: 97745nt; serial# (B)(6); product ID: 97755-s; serial# (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.